Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. The reported difficult or delayed positioning the device (clip interact with implanted clip), inability to grasp, and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break, and the gripper line break appears to be due to multiple grasping attempts in conjunction with clip interaction. The inability to grasp and clip interaction appear to be due to the reported poor image resolution. The poor image resolution was due to the heart was rotated. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted into the valve. It was noted that the clip was interacting with the implanted clip. An attempt to grasp the leaflets was performed. However, one of the gripper was no longer lowering. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Upon removal of the device, the gripper line was observed broken. One clip was then deployed, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.